Event description:
It was reported that a supply bag was loosely connected and became detached from the supply line of the cassette. The event occurred during the initial drain on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) had the hp cycle power and instructed the hp to start over with all new supplies. During follow up, the hp reported that there was nothing unusual noted about the setup or supplies that night that might have caused the disconnection. The hp stated that therapy had been going well since the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.